Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial fibrillation (af) with rapid ventricular response (rvr). Multiple inappropriate anti-tachycardia pacing (atp) and shocks were delivered in different events. No adverse patient effects were reported. Additional information indicated that this ICD was explanted due to unknown reasons. Other than the procedure no additional adverse patient effects were reported. This device was returned to boston scientific.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial fibrillation (af) with rapid ventricular response (rvr). Multiple inappropriate anti-tachycardia pacing (atp) and shocks were delivered in different events. No adverse patient effects were reported. Additional information indicated that this ICD was explanted due to unknown reasons. Other than the procedure no additional adverse patient effects were reported. This device was returned to boston scientific.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for an atrial fibrillation (af) with rapid ventricular response (rvr). Multiple inappropriate anti-tachycardia pacing (atp) and shocks were delivered in different events. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.